Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.